Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the device was exposed to sweat as the customer was camping and the insulin pump was worn in the bra. Customer's current blood glucose reading is 6.9 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The device also had had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.